Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units of insulin after filling the cartridge with 80-100 units of insulin. The customer could not confirm exactly how much insulin had been loaded into the cartridge. There was no impact to the customer's blood glucose level. The customer declined troubleshooting with tandem technical support and indicated they would load another cartridge.